Event description:
It was reported that the patient had a surgery in (B)(6) 2014 because a lead moved. The patient was healing at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID 37744, serial# (B)(4), product type programmer, patient. Product ID 3 487a-56, lot# va048dn, implanted: 2013-(B)(6), product type lead, product ID 3487a-56, lot# va03r9b, implanted: 2013-(B)(6) product type lead, product ID 3888-33, lot# va03bqf, implanted: 2013-(B)(6), product type lead, product ID 37754, serial# (B)(4), product type recharger product ID 3888-33, lot# va014jk, implanted: 2013-(B)(6), product type lead, product ID 3708220, serial# (B)(4), implanted: 2013-(B)(6), product type extension, product ID 3708220, serial# (B)(4), implanted: 2013-(B)(6), product type extension. (B)(4).

Event description:
Additional information received reported the patient received assistance from their healthcare professional (hcp) or a manufacturing representative and their concerns were resolved. It was noted the patient noted the patient had an appointment on 2014-(B)(4). Additional information received reported the patient did not have concerns with their device or therapy.